Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact h3 other text: device not returned.

Event description:
The customer reported a root "temperature issue" as the device was "reading [the] wrong temp." Per additional information from the customer, "the readings were inconsistent and fluctuated unexpectedly." The following sequence of readings were observed: 98.2, 99.1, 99.4, and 98.4. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned root was evaluated; however, the customer temperature probe was not returned for analysis. The device was able to obtain measurements for all enabled parameters. No product performance issues related to temperature measurements were identified when the root was tested with a lab temperature probe. The device was determined to be functioning as designed.

Event description:
The customer reported a root "temperature issue" as the device was "reading [the] wrong temp." Per additional information from the customer, "the readings were inconsistent and fluctuated unexpectedly." The following sequence of readings were observed: 98.2, 99.1, 99.4, and 98.4. There was no patient impact or consequence reported.